Event description:
Journal article received. Natural history and treatment of fibrous dysplasia of bone: a multicenter clinicopathologic study promoted by the european pediatric orthopaedic society. Journal of pediatric orthopaedics b: may 2003, volume 12 (3) pp. 155-177. Authors: ernesto ippolito, edward w. Bray, alessandro corsi, fernando demaio, ulrich g. Exner, pamela gehron robey, franz grill, roberto lala, marco massobrio, oswald pinggera, mara riminucci, slawomir snela, christos zambakidid, and paolo bianco. Synthes is mentioned in this article, however it is unknown if this product is a synthes device. This is a multicenter study on fd, fibrous dysplasia of bone. There are a total of 64 cases treated or evaluated at 11 participating centers. Extensive radiographic material was available for review over a significant time frame of 2-40 years of follow up. It was reported in this study: 1 patient underwent bilateral femoral lengthening with an ilizarov apparatus. The procedure failed due to cutting out of the kirschner wires. The regenerated bone was of poor quality and underwent fracture bilaterally, which required stabilization with peripheral plates. At follow up, the regenerated bone was fibrous dysplastic. This complaint is on the unknown guide wire. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Date of event: (B)(6) 2003. The investigation could not be completed; no conclusion could be drawn, as no product was received.